Manufacturer narrative:
Recall: 1627487-07262012-002-r. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient has two scs systems. This report is in reference to the ipg for their thoracic scs system. It was reported the patient hasn't recharged their ipg as recommended. In turn, their external devices can no longer communicate with their ipg due to it being inoperable. Follow up revealed a company representative met with the patient and confirmed that the patient's ipg is no longer functional. As a result, the patient plans to undergo surgical intervention on later date.

Event description:
It was reported that the ipg was explanted and replaced on (B)(6) 2019. The patient has effective therapy post operatively.